Manufacturer narrative:
The device was cleaned, disinfected, and sterilized the product before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water. The device was returned for evaluation. The reported issues (angulation knob defect and connector cover dent) were confirmed during evaluation. In addition to the reported issues and foreign material found, the examination showed damage to several components. The up/down angulation knob was damaged (component was not water-tight); the adhesive on the bending section cover was peeling, cracked, scratched, cloudy and chipped; switch button 1 was scratched; and the connecting tube was scratched. The device was given functional testing; this showed the angle wire was worn causing the up-direction lever to perform outside of specifications and the up/down angulation knob to perform outside of specifications. Finally, the air/water nozzle was clogged due to the foreign material and the zoom function did not work smoothly due to damage to the charge coupled device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus medical that the evis lucera elite colonoscope's bending section and insertion tube did not work correctly and the plastic distal end cover (c-cover) had a dent. The device was returned for evaluation. During evaluation, the returned device was found to have foreign material in the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿ ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of air/water feeding function 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.